Event description:
A replacement of the exeter hip stem implanted in the mentioned patient is made in the month of (B)(6) 2017. The stem presents a fracture at the base of the neck. The patient undergoes extended femoral osteotomy, extraction of the femoar stem and implantation of the modular restoration stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned stem indicated that it had fractured proximally. Material analysis: a material analysis has been performed. The report concluded: the visual evidence from light and scanning electron microscopy indicate that this was a fatigue-related failure consistent with cyclic stresses related to the micro-motion abrasions seen. The eds spectra indicated that the stem was made from the intended alloy per the design drawing. No evidence of material non-conformance's nor manufacturing defects were found on any surfaces analyzed here. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the patient was revised due to fracture of the exeter stem. The event was confirmed via evaluation of the returned device. A material analysis was performed. It concluded the following: the visual evidence from light and scanning electron microscopy indicate that this was a fatigue-related failure consistent with cyclic stresses related to the micro-motion abrasions seen. The eds spectra indicated that the stem was made from the intended alloy per the design drawing. No evidence of material non-conformance's nor manufacturing defects were found on any surfaces analyzed here. The exact cause of the event could not be determined. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A replacement of the exeter hip stem implanted in the mentioned patient is made in the month of march 2017. The stem presents a fracture at the base of the neck. The patient undergoes extended femoral osteotomy, extraction of the femoral stem and implantation of the modular restoration stem.